Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert for possible hv circuit damage was observed. During a vad implant surgery, the patient received an inappropriate shock. Oversensing of emi was observed. A manual capacitor maintenance was performed and the alert appeared to be false and was likely related to the surgery. A firmware download was performed. Patient condition was good.